Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that scissoring occurred shortly after the forceps were used. Therefore it was replaced with a new device (same product code). No further information was provided by the hospital. The product will be returned for evaluation.

Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). One forcep was returned for evaluation with scissoring observed. Device history records (dhrs) were reviewed and no anomalies were found. On 08/08/2019, the forcep was visually inspected to check for tip alignment. The tips were misaligned. Therefore, this complaint is confirmed.the root cause is unable to be determined. The complaint was confirmed. Therefore, the device did contribute to the complaint condition. The device did not met specifications.